Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required intervention after experiencing a blood glucose level of 60 mg/dl due to needing settings adjustments. Customer's spouse assisted customer in consuming milk and glucose tablets as customer was having difficulty making coherent responses. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.